Manufacturer narrative:
According to the customer on (B)(6) 2024 the "flange where you place index and middle fingers, broke during injection was being made". There was no report of injury and the customer reported that the "patients are fine". The sample is not available for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer on (B)(6) 2024 the "flange where you place index and middle fingers, broke during injection was being made".